Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was in the 200's mg/dl. The customer stated that she received power error and then takes her tubing to do a reservoir fill. The customer stated that the power error happened a total of three times. The customer was advised to revert to the back-up plan. The product was returned for analysis.